Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet had failed to advance into the novel lead, and the lead was not able to be implanted. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.